Event description:
Event description boston scientific crm received information that the pacemaker had a battery voltage of 2.5 volts and the battery impedance is 15.43 kohms. No replacement indicators are displayed when the device is interrogated. The ventricular lead is now exhibiting intermittent non-capture. Both the lead and device have been implanted greater than 8 years.